Manufacturer narrative:
Although this is due to user error, we have initiated investigation into a check against the user making this error to be implemented in a future version of the donor-ID web software. Conclusion: when the software is used as intended, it works properly. In every instance where the user is known to wait for the prompt to scan the barcode the entire barcode is registered in the database and there are no mismatched responses. Blood center users must follow the on-screen prompts for timing of barcode scans from the icasi receipt. In those cases when the barcode is scanned too soon incomplete data may be received and there are ample indications that something is amiss with the response recorded. As previously stated in the continued investigation section, when the responses are shifted in order, the user must take action on four separate levels for the donor's responses. Any one of these should be a cause for the user to question what has happened and give thought to rejecting the entire set of responses. For the cases sent to hid for investigation the user would have had all four of these circumstances to deal with. Additionally, the discrepancies are also not being caught during review which can occur on-screen or from the printed donor record. Environmental issues also contributed to the occurrence of this issue. When the network or server run slowly, the processing of the barcodes takes longer which increases the chance that the user will attempt to scan the barcode too soon (prior to receiving the prompt that the next scan can be performed). The blood center customer has the responsibility to provide the environment in which processing takes place in a timely manner.

Event description:
It was reported to healthcare-ID (hid) by (B)(4) that on 10 occasions since (B)(6) 2012, for donors using the internet computer assisted self interview (icasi) of donor-ID (B)(4), it appears that the responses to the first one or two questions have been omitted and the responses have shifted to be applied to the incorrect questions. On at least one occasion a donor that should have been deferred was collected. The occurrences were restricted to a single donor center. The method used by (B)(4) for icasi puts three barcodes on the donor receipt that is printed and brought by the doctor to the collection site. Barcode scanners at (B)(4) are programmed to insert and automatic "enter" at the end of the barcode read so that staff users do not have to click the enter key on the screen after the scan. Info received from (B)(4) was that these donors all claimed to have completed the entire questionnaire during the icasi process. Staff users have routinely been observed scanning the three barcodes in rapid succession.